Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and hospitalization. No product lot number was reported, therefore no qualification records could be reviewed. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "to handle sick days treat the underlying illness to promote faster recovery, eat as normally as you can, and adjust bolus doses, if necessary, to match changes in meals and snacks. Always continue your basal insulin, even if you are unable to eat. Contact your healthcare provider for suggested basal rate adjustments during sick days. Check your blood glucose every 2 hrs, keep careful records of results, and check for ketones when blood glucose is 250 mg/dl or higher. Follow your healthcare provider's guidelines for taking add'l insulin on sick days and drink plenty of noncaffeinated fluids to prevent dehydration."

Event description:
The pt reported that he was hospitalized with blood glucose that reached as high as 700 mg/dl. He was treated with an insulin drip. He stated he also had a bad cold and infection of some kind which he believed contributed to his high bg; he has been prescribed antibiotics. The device was removed and discarded when he was admitted. At the time of his call, the insulin drip had been discontinued and his bg was 98 mg/dl. He had been given a revised basal insulin program by his healthcare practitioner and sought help in setting it up in his pdm. He was anticipating being released from the hospital later in the day.